Event description:
During an elective lower extremity vascular intervention, a cook medical advance balloon dilatation catheter was inserted over a guidewire into the patient's left common femoral artery. The balloon was inflated to 8 atmospheres in the heavily-calcified vessel when doctor. Stated that the balloon may have ruptured. The balloon catheter was removed immediately over the wire. Inflated the balloon on the sterile field, outside the body, and saw that indeed there was a leak at the distal end of the balloon.